Manufacturer narrative:
Correction: this report is to retract 2017865-2020-25177, submitted on 30 dec 2020. This report was erroneously submitted. Additional information received noted that the device was incorrectly identified as serial number bjw13166 instead of bjw13168.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's right ventricular lead was explanted on an unknown date for an unknown reason. No patient condition or symptoms were reported.